Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. During the procedure it was noted that the helix of the lead could not be retracted prior to insertion. The lead was not implanted and replaced. The patient was stable.